Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the transmitter exhibited loss of power after a storm, which blew out the power socket the transmitter was connected to. The customer reported a blown out power adapter and charred landline phone cord. A new transmitter and phone cord was ordered for the customer.

Manufacturer narrative:
Final analysis found burn marks on the printed circuit board (pcb) and u-14 chip which resulted in power up anomaly.